Event description:
Most recently it happened on the beginning of the month. It seemed like the connectors had a lot of resistance in the tubing which allowed the medications to back up the other ports and not deliver the medication to the patient. In the other incident - one of the ports was not connected to a medication but there was a cap on the end. Somehow the cap got loose and the tiva was leaking out the port that was not hooked up to anything.